Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-04079/04080 & 04087/04088).